Event description:
The ge oec 9800 fluoroscopy system intermittent boot-up issue where the system would not cold boot correctly, requiring a cycle of the power to turn on correctly.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the system needed a single board computer (sbc) upgrade. The sbc was upgrade, inclusive of required components, pcbs and software. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.